Event description:
Event description guidant received information that this implantable cardioverter defibrillator device and lead system displayed a ">125 ohm" shocking impedance measurements. During pocket manipulation, manual measurements resulted in normal impedance values. All other noninvasive lead assessments were normal (r waves > 25mv, pacing impedance 547 ohms and pacing thresholds 1.6 volts at 0.5 ms). No inappropriate therapies have been delivered.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator device and lead system displayed a >125 ohm shocking impedance measurements. During pocket manipulation, manual measurements resulted in normal impedance values. All other noninvasive lead assessments were normal (r waves > 25mv, pacing impedance 547 ohms and pacing thresholds 1.6 volts at 0.5 ms). No inappropriate therapies have been delivered. The patient was not admitted to hospital for further evaluation. The physician will bring the patient back for a max energy test, but no date has been set. Guidant received additional information that an invasive investigation was performed. Device inspection revealed a loose setscrew. The setscrew was secured. The device and lead remain in-service.

Manufacturer narrative:
Subsequently the device was returned for analysis, no adverse patient effects were reported. Upon receipt at our post quality assurance laboratory initial investigation confirmed that the device passed longevity calculations. Microscopic visual inspection noted electrocautery marks on the device casing while the setscrews moved freely and operated normally. Further, lead impedance testing was performed which showed normal values. Finally the device was put through and passed a series of automated diagnostic tests which verify the devices functionally. The device met specification and laboratory analysis could not confirm the reported clinical observations.